Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the clinician programmer showed ¿replace generator¿ message. The patient¿s ipg has been inoperable since approximately (B)(6) 2020. Surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
A longevity calculation was performed using the patient¿s program settings and history and determined that the root cause was due to normal battery depletion. Based on review of programming parameters, the device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.